Event description:
A few days after implant, there was intermittent capture and sensing. Note: at implant, normal sensing, pacing and impedances were measured. The device remains implanted.

Manufacturer narrative:
(B) (4): since the device remains implanted, the programmer files were reviewed. Results: the analysis revealed no anomaly; the original of the problem could not be determined. At the next pacemaker check, it was reported that all diagnosis elements were normal. (B) (4)